Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: upon subsequent follow-up with the customer, additional information was received. The reporter stated that the device did not work four times at the start of a surgery. It was further reported that there was a few minutes of a delay due to changing out the drill devices in order to proceed with the surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products: battery sleeve and battery devices. UDI: (B)(4).

Event description:
It was reported that the small battery drive device was operating intermittently during an unspecified surgical procedure. According to the reporter, when attempting to drill, the small battery drive device was completely dead (as if no power at all). It was reported that the existing battery was changed to brand new battery (both directly off the charger) and the battery sleeve was also changed out, however the device still would not work. It was noted that a yellow caution light was intermittently showing on the battery charger, however it was green when the batteries were removed. A second attempt to charge the batteries was made. The reported stated that this time, the device worked with both batteries. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.